Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use of the bd vacutainer® edta 2k there was an issue with the tubes not filling at higher elevation. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection in highlands, some tubes didn't draw correct amount of blood.